Event description:
It was reported that a smiths medical ventilator unit won't turn on. No adverse patient effects were reported.

Manufacturer narrative:
Other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus . The complaint of unit would not turn or power on was confirmed. The physical aspect of the device revealed case damage and mounting screw and cover are missing. Knob end caps were worn. During testing, the battery was not getting enough dc power out due to being corroded. When battery was replaced with 3.6 vdc but electronic alarms still don't work, so is was then isolated to the interface board. Action was taken to replace the battery and interface board. Device passed all functional testing.

Event description:
Investigation completed and summary in h 10.